Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The imaging showed that the closure device had shifted within the laa and there was a leak present. The patient did not experience any complications or consequences as a result of this event. The physician had the patient remain on anticoagulation medication due to the presence of the peri-device leak.